Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited high defibrillation impedance, which was suggested to be physiologic . The patient would continue to be monitored. The patient was in stable condition.